Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle did not retract on a bd insyte-n autoguard yel 24ga x .56in. The following information was provided by the initial reporter: "when pressing the button to retract the needle, the button got stuck and the needle wouldn¿t retract." Additional information received 20/06/2024. "The IV attempt was unsuccessful and when the needle and catheter was removed, tina pressed the safety button, and it got stuck so the needle wouldn't retract into the chamber. We then placed the cap back on the needle. There was no patient harm. We didn't collect any specimen off that stick, so nothing was contaminated."

Manufacturer narrative:
Investigation results: received one unit of a 24gx0.560in insyte autoguard device from lot 3269680 for the investigation of this complaint. A gross visual inspection shows that the needle is retracted in the barrel and the catheter was in the needle cover. Per the customer¿s verbatim the safety button got stuck and the needle wouldn¿t retract and therefore the unit was returned for investigation. The unit was investigated by reengaging the needle and the safety button. The safety button activated without difficulty. After examination of the unit, the safety button was pressed, and the needle retracted without resistance. Since the unit retracted safely, the defect of needle retraction failure couldn¿t be confirmed on this unit. Investigation conclusion(s): the defect of needle retraction failure was not confirmed. Probable root cause conclusion(s): cannot be determined in the absence of a confirmed defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.